Manufacturer narrative:
Patient with a suprascapular/cervical plexus implant reporting shocking sensation a few days following the implant procedure. The patient has not reported any further issues after the initial occurrence, and migration did not occur. The unintended stimulation questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient undergoing an MRI and patient experiencing a fall or injury have been ruled out as potential causes. However, the clinical representative stated x-rays were performed, and migration did not occur. In addition, the clinical representative disclosed the waa parameters had been changed intentionally. The stimulator is used to treat pain. The cause of the shock/unintended therapy is unknown/no problem found. The clinical representative stated the stimulator placement seemed to be ideal, and the implanting clinician believes the cause of the shock is unknown. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: placement of stimulator too near to the nerve. Improper waa programming parameters. The discomfort sensation felt by the patient could be electrical sensation/paraesthesia.

Event description:
Patient stated to have felt shocking random sensation a week after implant while she was sitting watching tv. This continued for about 3 days. This was happening without the therapy being turned on.